Event description:
Boston scientific received info that this intoxicated pt had fallen which resulted in this right ventricular (rv) lead dislodging. In addition, low r-waves, undersensing, and higher thresholds and intermittent capture, 6.5 at 10 and 4.0 at 1.0 were also reported. It was reported that this pt experienced syncope as a result. Upon extraction of this lead the physician reported that the helix was unable to be retracted due to tissue in helix and that the physician had nicked the insulation in several locations to avoid a subclavian stick when implanting the new lead. However, a subclavian stick was necessitated.